Manufacturer narrative:
Investigation summary: bd received three photos for investigation. These photos were visually evaluated and showed white particles of additive on the inside of the tube. This additive deposit visually stands out as it does not appear like the typical dot pattern for this catalog number. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® edta 2k, there was an additive abnormality seen in one (1) tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® edta 2k, there was an additive abnormality seen in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.